Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported by a pt's wife that a vns pt had an infection on the neck area near the vns surgical scar. Additional info was received by the area representative indicating that the infection was related to vns surgery and there was no pt manipulation or trauma to the neck area that could have contributed to the infection. No cultures have been taken yet to confirm the event. Pt is in care by a general practitioner and neurosurgeon.